Event description:
During a revision procedure: surgeon was removing two variable angle x-plates due to non-union, it was discovered that seven of the eight 2.4 mm va locking screws were broken. Only one of the screws remained intact. This complaint is on (7) 2.4mm va locking screws. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is (7) unknown 2.4 mm va locking screws. The 510k number is not available due to any part number provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.